Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00299 (same issue, different roller pump). Pm service was requested for this 8k system that is stored as a backup system. The fsr stopped pm service soon after the roller pump tongue broke. The fsr took the 8k system "out of service" until it can be repaired and advised the customer. The replacement parts are not available at this time.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the tongue on the roller pump snapped and cracked with minimum effort to turn the occluder knob. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) greased the occluder knobs, installed new snap rings and new tongue. Preventive maintenance (pm) was completed successfully and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.